Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a damaged six pin connector and two depressed battery contact pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported screen turns off which was not reproduced. Evaluation found the device unable to power on. This condition was found to be caused by a damaged six pin connector and two depressed battery contact pins . Rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "screen turns off". There was no patient involvement. No additional information is available.